Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect upstream occlusions during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned and therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'had undetected upstream occlusions' was not confirmed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.